Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 4 reports. Other mfg report numbers: 3006697299-2024-00031; 3013886523-2024-00072; 3013886523-2024-00073. A facility reported a cerelink monitor displayed an error message (failure sensor and extension): "monitor and cables were exchanged and this issue reappeared. Medical staff switched it off and on again after 3 minutes. They changed the cables and then the monitor but nothing worked. They removed the patient's icp. The patient was in intensive care today. Integra account manager visited the hospital and she tested the monitor with the patient's catheter and a new catheter. Everything worked perfectly. She then connected the cerelink to the patient monitor. After a few minutes, the monitor displayed the error message with the 2 probes. Bedside monitor : spacelabs 91393 xprezzon integra account manager tested the monitor in the patient's room and then tried it in another room with the same monitor and a different scope, and the error also appeared. When the monitor was turned off each time and then on again, it started up again and then went into alarm again. This is not a regular occurrence. The test was carried out with the same monitor, the same cable and 2 different fibres with 2 different scopes."

Manufacturer narrative:
Additional information received: monitor clk2210502/ 166288, patient monitor cable: 826883 , no lot number engraved. Extension cable ref 826845 : (01)10381780520665 ¿ (10)p139350001. Implantation area? Parenchyma. Was the electrode of the extension cable appropriately fixed on the patient? Yes. When error message appeared, which actions was in progress? No specific action, it was during the night. Was patient transported or in a MRI? No. How was the monitoring performed? (Other method? Stop?) They stopped monitoring was another sensor used? No. How is the patient? Patient is no more in the department . Patient is an adult.

Manufacturer narrative:
The cerelink monitor was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs, during production, related to the finished device. None were identified related to this report. Failure analysis and root cause - reported 1019 error: output channel error - the device clk2210502 received only with dc power supply. - the device will be tested with our icp test cables. - the device is working fine and without errors but for preventative measure the analog board will be replaced. - the li-ion battery and coin battery will be also replaced. - this device has the latest revision of the digital board, analog board and touchscreen.

Event description:
N/a.